Event description:
Customer reported she went to the hospital but the issue was because of pneumonia. Customer confirmed she has had no unreported events in the past 90 days. Blood glucose value is 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.